Event description:
The pt was implanted with a bi-ventricular assist device (bivad). The vad coordinator reported that the pt's primary vad driver had reached 1500 hours and required service. The vad coordinator replaced the driver with the back up unit, vad driver. After the driver was switched, the pt fell unconscious. The driver presented an "lvad occlusion" alarm and the compressor did not sound normal. The vad coordinator immediately switched the pt back to the primary driver and the pt woke up.

Manufacturer narrative:
The pt remains on bivad support with no further issues reported. The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.